Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03 january 2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck at windows update, eventually lead to restarting the screen and exhibited a blank screen. A field service engineer (fse) reimaged the station to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. It was initially stuck at the windows updates are underway screen for an extended period. This eventually led to a restarting screen, and the display went blank when it was touched. The customer attempted a power cycle and restarted; it displayed the message something didn't go as planned, going back to your previous version. It then returned to the restarting screen again, and the screen once more went blank when touched. There were no delay, no adverse events or injuries reported based on this event.